Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of blockage at site and was alerted by an alarm 2. It was found that there was an issue with the infusion set site. Symptoms were noticed 3 or more hours after insertion. The site was abdomen and was rotated regularly. Patient changed supplies as necessary and resumed insulin therapy. No further information available.